Manufacturer narrative:
An on-site service visit of the system was performed and found to meet product specifications. The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company acceptance criteria. It is possible that laser perforations into the cataract can lead to a weakening of the capsule and result in unexpected tears. However, ocular movement during treatment, ocular anatomy, and surgical technique can also contribute to, or be the cause of, a capsule tear during a manual or a laser-assisted cataract procedure. Following the laser treatment, the capsular bag undergoes additional stress during the remaining steps of the cataract procedure. The additional stress can also contribute or cause a capsular tear. The technical investigation shows that the device meets the company specifications. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Event description:
Upon additional follow up, a company representative confirmed a multi-focal iol was exchanged.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).

Event description:
A technician reported a case of a free flap with anterior capsular tear during a laser assisted cataract procedure, tear extended at end of iol implantation. Additional information has been requested.